Manufacturer narrative:
Intuitive surgical, inc. (Isi) obtained the following information from the customer about the complaint: the reporter stated that they did not know if the damage was discovered in central processing or by the scrub technician prior to the case. The customer believed that it was used on a patient in damaged condition, and the customer did not know what case the event was related to. There have been no reports of patient harm or arcing surgical instruments during any of their robotic cases in mid-august. In addition, the permanent cautery hook instrument was reviewed by the advanced failure analysis team. The initial findings were confirmed and no other details were identified.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was a broken cable at the tip of the permanent cautery hook (pch) instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and found to have a broken conductor wire at the distal end. The instrument was found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged, and the instrument failed an electrical continuity and energy delivery tests. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The tips opened and closed properly. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The instrument was found to have charring and/or localized melting on the outer surface of one monopolar yaw pulley, resulting in an exposed electrode. The instrument failed the electrical continuity test.